Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Customer reported having sensor glucose of 50mg/dl versus blood glucose of 255mg/dl and calibration not accepted alert. There were no other sensor alerts. Helpline advised customer to continue sensing and wait 2 hours before entering a new blood glucose value. There was an unexpected suspend. There was also pain during insertion. The high was treated with the pump. Customer did not receive medical treatment as a result of the site issue. Partial troubleshooting was done as customer declined further troubleshooting of the high. Smartguard was not used.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia, pain. Unexpected suspend [low sensor glucose], calibration error/ calibration not accepted. The customer reported blood glucose value of 255 mg/dl. The customer reported pain, hyperglycemia treated with other, insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-7040c1. Troubleshooting was performed for sensor glucose vs blood glucose and also received change sensor/sensor updating/sg value not available/calibration not accepted. Customer has been using the insulin pump system within 48hrs of reported high blood glucose event. Customer was not using auto mode feature at the time of event. No further patient complications were reported. Product return for mmt-7040c1 is not expected.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.